Manufacturer narrative:
On 3/3/2020, the manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. In addition, mentor performs 100% inspection and testing of all devices prior to release and maintains a comprehensive quality assurance system in compliance with the FDA's good manufacturing practice regulations. A manufacturing record evaluation was performed for the finished device 5536207 number, and no non-conformance related to the reported complaint condition were identified. According with the IFU instruction for use, it has been concluded that deflation is a known complication associated with these devices. Causes of deflation of saline- filled implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, manual massage, and intimate physical contact. A manufacturing record evaluation was performed for the finished device 5536207 number, and no non-conformance related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Concomitant medical products: a mentor smooth round moderate profile 375cc , catalog 3501660; sn (B)(4), lot number 5551532. Note: facility information: (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a mentor smooth round moderate profile 375cc and experienced deflation on the right breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.